Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release indicated the product met release criteria. Root cause: the root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Actions: there have been no other complaints for this lot. Investigation has been completed based on current info. No further action is warranted at this time. Final comments: based on our current trends, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that a pt experienced poor near vision and double vision following intraocular lens (iol) implant surgery. Add'l info has been requested.